Event description:
It was reported that the customer had an issue with a foley catheter last week. Stated that when one of their nurses deflated the foley balloon, a ridge formed near the tip of the catheter. Unfortunately, they did not have the foley tray package that was used. However, their operating room (or) clinical manager was able to duplicate the problem with another tray.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿incorrect balloon design¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer had an issue with a foley catheter last week. Stated that when one of their nurses deflated the foley balloon, a ridge formed near the tip of the catheter. Unfortunately, they did not have the foley tray package that was used. However, their operating room (or) clinical manager was able to duplicate the problem with another tray.